Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent . The patient was hospitalized for the event. The patient outcome was reported as "resolved without sequelae/without side effects/complete recovery". The cause and treatment for the event was not reported. Pd therapy was maintained. No additional information is available.